Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the customer has experienced an increase in tubing set spikes breaking. The most recent event occurred when the tubing set spike broke when attempting to spike a tpa IV bag.